Event description:
A critical alarm was sounding. A motor stall had occurred on (B)(6)2010 at 10:20 am with no recovery recorded. The device was refilled on the same day and the stall was not discovered at that time. The cause of the motor stall was unknown. The patient was not near a magnet at any time prior to the motor stall. The patient felt cold, had increased pain, and withdrawal symptoms. The healthcare professional (hcp) decreased the drug delivery to minimum rate and the alarm was silenced. The hcp also prescribed morphine sulfate (15mg/ 1tablet at a maximum of 8 tablets/day). The patient was referred to a neurosurgeon. It was later reported that the patient was doing alright. They were considering that he may not need the pump therapy anymore and may just continue with oral medication. The patient was apprehensive about removing the pump; depending on his worker's compensation a decision would be made to either remove or turn off the pump. A follow-up visit with his hcp was scheduled to discuss possibly removing the pump. The pump contained dilaudid 12 mg/ml delivered at 4.3 mg/day as well as bupivacaine (unspecified dosage). Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)